Manufacturer narrative:
(B)(4). The reported complaint that "the balloon was not inflating properly" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via medwatch "the first iabp (ultraflex 7.5fr) was kinked making it unusable. The second iabp was inspected by the physician prior to placement and deemed ok. However, after the iabp was in the correct position and started to inflate, I noticed the waveform on the iabp control was not reading right. The physician then used fluoroscopy again to verify position and noticed that the balloon was not inflating properly. The second iabp (ultraflex 7.5fr) was taken out and a third iabp (rediguard 8fr) was placed without complications." Associated MDR # 3010532612-2024-00694.

Manufacturer narrative:
(B)(4) medwatch received 26-sep-2024. Uf/importer report (B)(4).

Event description:
It was reported via medwatch "the first iabp (ultraflex 7.5fr) was kinked making it unusable. The second iabp was inspected by the p hysician prior to placement and deemed ok. However, after the iabp was in the correct position and started to inflate, I noticed the waveform on the iabp control was not reading right. The physician then used fluoroscopy again to verify position and noticed that the ballon was not inflating properly. The second iabp (ultraflex 7.5fr) was taken out and a third iabp (rediguard 8fr) was placed without complications." Associated MDR#3010532612-2024-00694.

Event description:
It was reported via medwatch "the first iabp (ultraflex 7.5fr) was kinked making it unusable. The second iabp was inspected by the p hysician prior to placement and deemed ok. However, after the iabp was in the correct position and started to inflate, I noticed the waveform on the iabp control was not reading right. The physician then used fluoroscopy again to verify position and noticed that the ballon was not inflating properly. The second iabp (ultraflex 7.5fr) was taken out and a third iabp (rediguard 8fr) was placed without complications." Associated MDR#3010532612-2024-00694.

Manufacturer narrative:
(B)(4).